Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the needle of a bd ultra-fine¿ insulin syringe prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two investigations were carried out. First investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that fm is on the needle tip. The returned syringe was examined and exhibited strands of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polyethylene and silicone. Sample was forwarded to manufacturing (holdrege) on 04may2018 for further review. Second investigation summary: on (B)(6) 2018, holdrege received one (1) loose 0.5ml, 12.7mm syringe in a protective tube container from an unknown batch number. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Per ftir analysis, the foreign material appears to be polyethylene and silicone. This is likely representative of angel hair and the silicone lubricant utilized within the insulin syringe barrels. Angel hair is produced, generally, through the pea shooting process, which moves components/material across the production floor via pressurized butyrate tubing system. As parts move against the tubing, small filaments called "angel hair" can be formed and found within any portion of the syringe; these filaments are generally found under the shield and/or on the cannula itself. There are various efforts within the plant to try and help reduce and hopefully eliminate this, however, it is an inherent portion of the process at this time. Unable to perform DHR check due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.